Event description:
Reporter noted corneal burn occurred during sculpting. Noticed bottle height was 32 instead of 65. Sutured wound to close. First day post-op pt has 25 d astigmatism; referred to a corneal specialist.